Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported it did not seem like their programmer was holding a charge so they changed the batteries. Poor communication on the programmer was not resolved. It was reported that the patient was having problems with their implant. Patient reported ¿the device was not coming off and it wouldn¿t let them charge the device.¿ no further complications reported/anticipated.